Event description:
(B)(4) - the dealer stated that the client arms were being scratched / scraped by the tdxsr-mcg power wheelchair armrests, and inquired about if there was a cover for the armrests. The dealer did not have sufficient information regarding how the customer got scratched / scraped or the part of the arms were being injured. We requested additional information about the event to figure out on how to help the customer. If additional information is received, we will submit a supplemental MDR.

Manufacturer narrative:
(B)(4) - RMA has not been initiated for this issue. Model tdxsr-mcg, serial number/date code (B)(4) is approximately four month old. The owner's manual part number 1143190 rev. K (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, and his demographics are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.